Event description:
Post tf tavr procedure, the sapien xt valve migrated into the left ventricle outflow track (lvot). A 29mm sapien xt was placed to anchor the valve. Initially, a 26mm sapien xt valve was 12-13% oversized, when deployed 50/50 in the native annulus. There was trace aortic insufficiency post valve placement. One day post tavr, via tte, the 26mm valve was found to have migrated into the lvot. The decision was made to place a 29mm sapien xt to anchor the first valve. Transapical access was chosen to try to avoid dislodging the first valve. The second valve was placed 40/60 aortic/ventricular (a/v). As the second valve was low, it was decided to place a third valve, a second 29mm sapien xt. The third valve was deployed, but it dislodged all of the valves. The patient was converted to avr to remove the valves. The surgical valve was placed and the patient left being paced and in somewhat stable condition. However, that evening the patient passed away. The exact cause of death is unknown, but it is believed it was due to heart failure. The patient had mild native annular and leaflet calcification. The area measured 471mm2, and the diameter measured 22.7mm x 26.5mm by CT. The lovt measured 450mm2. The sinotubular junction (stj) measured 36.5mm and the sinus of valsalva (sov) measured 36mm.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case please reference related manufacturer report no: 2015691-2015-01236 and 2015691-2015-01237.

Manufacturer narrative:
(B)(4). This is one of three manufacturer reports being submitted for this case. Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, it is unknown what caused the initial migration of the first valve. It is possible that patient factors (mild native annular and leaflet calcification, and slightly oval shaped annulus) contributed to the migration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.